Event description:
Customer reported that the pt was being readied to go to operating room for c-section, was on a pitocin infusion and received an uncontrolled rate of pitocin after the disposable set was removed from the lvp. The nurse quickly recognized the uncontrolled flow and clamped the tubing, the fetus experienced bradycardia and the pt was given a dose of terbutaline. The baby was delivered by caesarean section, and there was no harm to the mother or the newborn. The anesthesiologist who removed the tubing states that she did not touch the flow stop fitment, nor did she close the roller clamp. The tubing was not saved. Customer requests eval of the module to determine if there is anything that could explain why the safety clamp fitment did not close when the door was opened to remove the set. Medical intervention was required.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The device has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.